Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 6.4, re-test: 4.9, repeat: 4.6, lab: 5.3. Lab draw was done 2-3 hours after meter testing.